Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed. The customer reported that cv-190 was displaying an e311 error and only a grey screen with no endoscopic image. Multiple scopes and maj-1430 video cables were tested, all producing the same result. When pressure was applied to the video cable connection, the screen briefly changed to color bars before returning to grey. Tac advised that the cv-190 video cable socket was likely faulty and recommended sending the unit in for repair.

Event description:
It was reported that the video system center exhibited no image issue. The issue occurred during inspection for use. There were no reports of patient involvement.